Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and vegetation. The device was explanted and used as a temporary pacer then was out of service on that week later and a non-bsc device was in-placed. There were no additional adverse patient effects reported. The pacemaker was explanted.